Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the bile duct during removal of bile duct stone procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the basket was inspected and tested prior to use. The device was inserted and withdrawn from the bile duct several times, and the position of the side car rx (guidewire lumen) pushed back proximally 1 or 2 cm away from the distal end of the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found heavy residue present on the device indicating use/ handling and the basket was found to be extended, the tip was intact and the basket was without issue. Physical analysis of the product found side car-rx to present pushback. During the evaluation the basket was retracted and extended without issue. The side car-rx pushback could cause difficulty in tracking the device over the guidewire and into the papilla. Per the event information the issue occurred while inside the patient. Therefore, the most probable root cause of 'operational context' is selected for the complaint.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the bile duct during removal of bile duct stone procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the basket was inspected and tested prior to use. The device was inserted and withdrawn from the bile duct several times, and the position of the side car rx (guidewire lumen) pushed back proximally 1 or 2 cm away from the distal end of the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) side car - rx pushback. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.